Event description:
During surgery to revise previous right talonavicular and subtalar arthodesis, tip of drill bit broke off in pt's foot. Surgeon determined that the tip could be left in place. Dear sir: we have recently received the attached info from (B)(6) hospital. The product in this incident was not manufactured by wright medical technology. The product was manufactured by aap implantate ag in (B)(4). The medwatch 3500a has been forwarded to (B)(4) at aap implantate ag. (B)(4).